Manufacturer narrative:
Additional information: b7, d10, e2, g2 (report source) investigation conclusion: the report of an overinfusion was confirmed in the pca event log. The pca module event log shows pca s/n (B)(6) was in use and infusing a pca dose only infusion. Each pca dose delivered 1ml at 150ml/hr. At 1:37 am, the user changed the syringe to a 30ml bd syringe with 30.2714ml detected and started the infusion, however now each pca dose delivered 5ml at 150mlhr, instead of the previous 1ml at 150ml/hr. The infusion ran from 1:41 am until 2:44 am, when the infusion stopped due to the syringe being empty, after delivering 6 pca dose requests of 5ml each. Device inspection: n/a, only the pca event log was received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion was identified as due to user programming. Device history review: a review of the device history record showed the device had a manufacture date of 14jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pca module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pca module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned - log review only.

Event description:
It was reported that the clinician changed the dose on patient's morphine patient controlled analgesia pump at 0136 to 1mg with a 10-minute lockout interval. At approximately 0251, the device alarmed and found that the 30ml syringe infusion was empty. There were no adverse effects caused to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the clinician changed the dose on patient's morphine patient controlled analgesia pump at 0136 to 1mg with a 10-minute lockout interval. At approximately 0251, the device alarmed and found that the 30ml syringe infusion was empty. There was no patient impact.